Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported that during an initial hip arthroplasty on (B)(6) 2016, the inserter's threaded inner shaft fractured at the threads of the cup while impacting. The cup was removed from the patient and another cup and inserter were used to complete the procedure. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Product likely failed due to the inserter not being properly screwed into the cup before impaction with off-center impactions and possible leveraging of the cup during implantation.